Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Pre-operative imaging revealed a maximum aneurysm diameter of 61 mm. On (B)(6) 2014, computed tomography angiography (cta) imaging revealed a type ii endoleak from the lumbar arteries. Between (B)(6) 2014, and (B)(6) 2015, cta imaging confirmed a maximum aneurysm diameter increase of 10 mm as 48 and 58 mm were measured at those time points with an ongoing type ii endoleak. On (B)(6) 2015, the type ii endoleak was embolized. On (B)(6) 2016, the same type ii endoleak was noted to be active again and it was decided to surveil the patient. On (B)(6) 2018, cta imaging findings identified an aneurysm diameter of 67 mm and a type ii endoleak. On (B)(6) 2018, the endoleak was embolized. A follow-up visit has been scheduled with the patient to verify successful embolization.

Manufacturer narrative:
Age at time of event: updated/corrected. Date of event: updated/corrected. Describe event or problem: updated/corrected.

Event description:
On (B)(6) 2016, the same type ii endoleak was noted to be active again and it was decided to surveil the patient. On (B)(6) 2017, cta imaging showed an aneurysm diameter of 55 mm without a type ii endoleak. Therefore, the endoleak was considered resolved. On (B)(6) 2018, cta imaging findings identified an aneurysm diameter of 67 mm and a type ii endoleak. On (B)(6) 2018, the endoleak was embolized. A follow-up visit has been scheduled with the patient to verify successful embolization.